Event description:
During an endoscopy procedure the twister net device did not open, a second one with a different lot number was tried and also failed to open. There was no harm to the patient and no prolonged hospitalization as a result of.